Event description:
The pt reported his insulin infusion device was not accurately delivering insulin. He stated he has experienced a high blood glucose reading of 350 mg/dl for the past few days. He stated that a normal blood glucose reading for him is 100 mg/dl. The pt stated he gave himself injections of insulin to correct his blood glucose levels. The pt refused to participate in troubleshooting or give any further information. He stated he is "sick and just wants a new pump." The pt would not explain why he felt the infusion device was delivering inaccurately. On follow up, the pt continued to refuse any troubleshooting. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.